Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of audible alarms was confirmed during analysis. The system controller was connected to the equipment in the manufacturer's lab and the power cable disconnect alarm became active when the black power lead was maneuvered. The black power lead was then stripped at the connector end which revealed a damaged inner conductor. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad support team that the patient was experiencing a "no power" alarm while using the system controller. To troubleshoot, the patient cable was exchanged with no resolution. The system controller was exchanged with the back up system controller and there were no further alarms.